Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A root cause for the low pth result could not be identified with the information provided. The initial result was questioned by the surgeon, no adverse events in relation to the low pth result were reported.

Event description:
Customer reported an initial interoperative pth result of 29.94 pg/ml. The operating physician questioned the result and requested the sample be repeated. The sample was repeated twice (on same analyzer) and recovered 164.9 pg/ml and 165.7 pg/ml (this result was called to the physician). The patient was in surgery during this testing, the erroneous result did not delay the procedure or treatment. There was no effect on the patient due to this issue. Pth reagent lot was 15657001.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.